Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the tip of the attempted left ventricular (lv) lead had not been pierced by frontloading the guidewire. The physician was not satisfied with how the guidewire fit into the tip as it would not pass smoothly into the lead. The guidewire was then unable to be backloaded. It was thought that the wire was misaligned and therefore did not pass properly into the lumen of the lead and became stuck. The lead was not implanted. No patient complications have been reported as a result of this event.